Event description:
It was reported that during a da vinci si pyeloplasty procedure, the surgical staff alleged that a wire was observed to be hanging on the side of a large needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a wire hanging issue. However for clarification, the nonconformance was a broken grip cable. Based on this information, the alleged complaint was confirmed. Frayed cable sections were found in various lengths sticking out at the instrument's wrist. An additional finding not reported by the customer were several indentation and ridges observed on the idler pulley. Engineering concluded that the damage might have been a result of misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.